Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 162 mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer keeps the pump inside their pocket which may lead to abrupt temperature changes to the pump. Tandem technical support (cts) educated the customer in regards to possible causes of occlusion alarms. Cts shipped the customer a case for the pump to prevent temperature changes.